Event description:
It was further reported that the left ventricular (lv) lead was explanted and replaced. The physcian commented that lead dislodgement occurred because fixation of the anchoring sleeve was loose.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the lv (left ventricular) pacing lead was decreasing and the impedance trend on the lv (left ventricular) pacing lead was variable. Maximum lv pace impedance varies between 399 and 836 ohms between the weeks ending (B)(6) 2013.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 438-35s competitor implantable pacing lead (B)(6) 2008; 6947 implantable pacing lead (B)(6) 2008. (B)(4).

Event description:
It was reported that the patient's left ventricle (lv) lead was dislodged. Lv lead pacing was turned off, but the lead remains in patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).